Event description:
Bayer case number: (B)(4). Essure+removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure+removal") in a 41-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3981 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Displaced bilateral essure device [device dislocation]. Suspected perforated essure device [perforation uterine]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced bilateral essure device") and uterine perforation ("suspected perforated essure device") in a 42-year-old female patient who had essure inserted. Concurrent conditions were listed as pelvic pain female, paratubal cyst and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criterion intervention required) and uterine perforation (seriousness criterion medically important). The patient was treated with surgery (diagnostic laparoscopy, left ovarian vs paratubal cystectomy bilateral salpingectomy). At the time of the report, the device dislocation had resolved. The outcome of uterine perforation was unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: on speculum exam, vaginal walls were appreciated to be normal, with no lesions or masses. Cervix appeared normal, with no masses or lesions visualized. Laparoscopic survey revealed normal upper abdominal survey. Normal appearing uterus, 7cm paratubal vs ovarian cyst incorporated into left fallopian tube, right fallopian tube with internal protuberance near the isthmus, normal ovaries bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. New event device dislocation & uterine perforation were added. Lab data added. Date of birth updated. Concomitant condition updated. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.